Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) presented with continued urinary incontinence. The patient saw two specialists to help activate the device with no success. There were no additional patient complications reported.